Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving fentanyl at an unknown concentration and dose of 1100mcg/day, and bupivacaine at an unknown dose and concentration via an implantable infusion pump for nonmalignant pain and headaches. It was reported on (B)(6) 2017 that the patient believed their pump was not working and they wanted it interrogated. It was reported the patient felt unsteady on her feet, shaky, vomiting, running nose, and their skin was crawling. There was no pump alarms that were heard. It was reported that this was a sudden change of symptoms. The pain began on (B)(6) 2017 and the other symptoms started on (B)(6) 2017. No further complications were anticipated.

Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿

Event description:
Additional information received from healthcare professional on (B)(6) 2017 reported no troubleshooting was performed relating to the pump not working. The patient was given vistaril and clonidine for symptoms. No action/interventions were performed as there was no problems with the pump. It was noted as an adverse reaction to prednisone or ativan. It was noted that the cause of the pump not working was not determined as there were no issues. It was noted that the pump not working and the patient's symptoms had been resolved. The patient was seen on (B)(6) 2017 and they no longer had complaints of those symptoms. The patient's weight at time of event was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Was changed from adverse event product problem to product problem only. If information is provided in the future, a supplemental report will be issued.